Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during rv lead procedure, decreased sensing was observed. The lead was explanted and replaced. Patient was stable.